Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery and power loss alarm. The power management tool confirmed low battery and power loss alarm were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted.

Event description:
Customer reported via phone call that the insulin pump did received a low battery alert prior to the replace battery now alarm. Customer's blood glucose value was unknown. The customer reported that the timing was not less than 8 hours from the low battery alert to the replace battery alert. The customer stated that the new battery resolved the issue. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.